Event description:
Patient having a laparoscopic cholecystectomy and the 5 mm clip either had no clips or failed to fire. Product was saved by surgery department and vendor notified. No harm to patient.